Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 80% stenosed target lesion being treated was located in the moderately calcified and moderately tortuous left circumflex (lcx) artery. A 4.00x12mm promus element stent delivery system (sds) was advanced and there was difficulty engaging the lesion in the lcx and crossing the lesion. The stent dislodged inside the patient however it was able to be retrieved with a snare. The procedure was completed with another of the same device. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).